Event description:
It was reported that a spectrum iq infusion pump had a flow test issue during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, flow test was not reproduced. The device was not sent for flow testing as the device would not power on during idea testing. A review of the history log revealed no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.